Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. The test minilink transmitter with the glucose sensor simulator communicates properly to the insulin pump. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized since their transmitter stopped working. The customer stated that they had high blood glucose levels but they did not provide their blood glucose value at the time of the hospitalization. Customer¿s blood glucose at the time of the call was 238 mg/dl. The customer stated that their insulin pump worked as designed. The customer was able to start a new sensor. The customer did not troubleshoot and did not send the product back for analysis.